Manufacturer narrative:
Full patient identifier is case (B)(4). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse observed inconsistent substrate delivery; fse replaced substrate valve and probe and noted aspirate pump failing and luminometer damaged. Fse replaced substrate pump and readjusted luminometer. Fse performed decontamination; fse then performed system check, calibration and quality control, all with passing results. In conclusion, although a specific hardware component could not be identified as the sole cause of this event, the cause of the erroneous elevated pth result is a hardware malfunction.

Event description:
On (B)(6) 2020 the customer reported erroneous elevated pth (access pth, part number a16972 and lot number 921979) results were generated on the customer's dxi 800 (unicel dxi access 800 immunoassay system, part number 973100 and serial number (B)(4)). The customer stated that the erroneous result was reported outside of the lab; however, the customer also stated that patient care was not affected as physicians were contacted and corrected results were sent out. Customer reported one (1) erroneous pth result in conjunction with the event. The pth result of 1696.7 pg/ml was generated on dxi 800 on (B)(6) 2020 at 1750 hours. The customer did not provide repeat pth results or a reference range. The beckman coulter pth reference range is 12-88 pg/ml. Customer reported quality control run post event was failing; customer also noted substrate dispense failure and dark count out of range errors. Sample was serum, centrifuged for 10 minutes at 3000 revolutions per minute (rpm). Further sample collection and handling information such as tube manufacturer, time allowed to clot prior to centrifugation, storage time and other sample processing information was not provided. No sample integrity issues were noted. A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse observed inconsistent substrate delivery; fse replaced substrate valve and probe and noted aspirate pump failing and luminometer damaged. Fse replaced substrate pump and readjusted luminometer. Fse performed decontamination; fse then performed system check, calibration and quality control, all with passing results.